Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5062435; model/catalog description: infinion 16 trial lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a trial procedure, the patient was confused and had a fever. The patient went to the emergency room (ER) and had an early lead pull as infection was suspected. It was noted that the infection was not procedure related and the cause was unknown. The patient was prescribed antibiotics and was reportedly doing well.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5062435; model/catalog description: infinion 16 trial lead kit 50 cm. Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that following a trial procedure, the patient was confused and had a fever. The patient went to the emergency room (ER) and had an early lead pull as infection was suspected. It was noted that the infection was not procedure related and the cause was unknown. The patient was prescribed antibiotics and was reportedly doing well.